Manufacturer narrative:
It is speculated that the damage to the eos cage is due to surgeon error since this is the second reported incident with this doctor. The surgeon likely did not distract the disc space enough to accommodate the size implant that was being inserted. Due to the small opening, it is likely the excessive force to try and insert the cage resulted in the cage eventually cracking. The surgeons' cases will continue to be monitored for any further issues. There are no action items at this time.

Event description:
8 mm eos cage (p/n 109-03012-0508) was being inserted with a straight inserter. Surgeon was tapping in the implant and the cage broke towards the distal tip of the inserter. The surgeon was able to remove the broken cage and successfully implant a new cage without any issues.